Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components, liquid entered the pump and damaged the electronics. This led to the e8 error message(s).

Event description:
Patient reported the infusion device provided an acoustic alert during the night. She changed the battery and battery cover, and the infusion device displayed an e8 power interrupt error. She was unable to clear the error message by pressing the check button. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.